Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas was accidentally submerged in water when dropped in a bathtub and subsequently failed to power on, including when placed on the charger, consistent with a device moisture-damage malfunction involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with moisture ingress and resultant moisture damage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.